Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic area pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine prolapse. Concomitant products included cefalexin (keflex) from 2016 to 2017, nsaids and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), anxiety ("psychological or psychiatric problems condition: mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the menstrual disorder, anxiety, depression, migraine, headache, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition. Plaintiff was currently planning for essure removal, surgery will be done on 03-jan-2019 plaintiff received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Cluster ID was added. Updated outcome of event pain from not recovered / not resolved to recovered / resolved, bleeding from unknown to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pelvic area pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine prolapse. Concomitant products included cefalexin (keflex) from 2016 to 2017, nsaids and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), anxiety ("psychological or psychiatric problems condition: mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (surgery will be (B)(6) 2019). At the time of the report, the pelvic pain had not resolved and the menstrual disorder, anxiety, menorrhagia, vaginal haemorrhage, depression, migraine, headache, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition. Plaintiff was currently planning for essure removal, surgery will be done on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Most recent follow-up information incorporated above includes: on 21-nov-2018: pfs received. Events per pfs: migraines / headaches, dysmenorrhea (cramping), fatigue, weight gain / loss specify which one: weight gain, hair loss were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.